Manufacturer narrative:
(B)(4). Summary: post market vigilance (pmv) led an evaluation of one endo gia* 60mm articulating medium/thick reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition for this incident was during a hemicolectomy procedure, the instrument did not fire. Visual inspection of the cartridge revealed that the reload was partially fired with the interlock engaged. Staple pushers were visible at the 3 cm cut line indicating the point where the firing had stopped. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The anvil clamping mechanism was deformed. The reload was loaded into a pmv representative instrument idrive ultra powered handle 1 and endo gia adapter standard for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was roughly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned reload as received by medtronic was found to not meet specifications and the reported condition was confirmed. A review of the device history records indicates the device lot numbers were released meeting all quality specifications. Subsequently, the complaint data did not display an increased trend. Replication of the reported condition may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. This may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. 2. Always include the combined thickness of the tissue and any staple reinforcement material in use when choosing the proper staple cartridge." Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the deformed anvil clamping mechanism condition may occur under the following conditions: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Based on the trend, no product enhancements will be generated.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic right hemicolectomy. According to the reporter: this event occured upon the third fire at side-to- side anastomosis of lung parenchyma, the nurse loaded the reload into the idrive and confirmed that the reload lamp was lighting and that jaws were able to open and close. The nurse handed the device to the doctor who grasped tissue to fire. A green button was pressed but the status indicator of firing mode did not change from lighting to flashing. To correct the issue, a new reload was opened and the operation was completed without problems. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.